Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was exposed to moisture. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/21/2018 , that on (B)(6) 2018 , the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.